Event description:
It was reported that the implantable neurostimulator (ins) had telemetry issues with the recharger. The manufacturer's representative (rep) was preparing an ins at home the morning of report for a case. The rep tried three times to charge the ¿in-the-box¿ ins but received the poor telemetry screen each time. Then, the rep observed a power on reset (por) message on the recharger. The rep did use the same recharger on two other inss with no problem. Later, the rep tried the clinician programmer on the ins and go the normal continue to implant screen. The rep hit continue and observed the normal lead configuration screen but no por message. The rep sent the ins in for analysis.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the stim ins parity power on reset (por) bit was not reset. This ins was received in an unopened shrink-wrapped box and had experienced a parity por. The service life of the ins had not been started. According to the diagnostic data taken from the ins, the parity por count was at three. This indicated that a recharger and/or programmer had communicated with the ins three times after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed so that if a parity error is recorded in the log, then a por will take place and the customer will be informed via the physician programmer, patient programmer, or recharger. Until the parity por is cleared, the firmware in the ins assumes another parity por has occurred and will continually inform the customer that a por has occurred. This issue will occur whenever a parity por is the last por logged in the ins. For this ins the por diagnostic had been cleared after the parity por count had reached three. The ins passed functional testing and recharged normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.